Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a potential infection reported to stimwave on august 20, 2019. Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had permanent procedure performed on (B)(6) 2019, in which one (1) stimq stimulator (stq4-rcv-a0) was implanted next to the lateral femoral cutaneous nerve in the patient's left leg to treat their hip pain. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient reported a potential infection to the implanting clinician. Because the patient was on vacation, the implanting clinician recommended returning to the clinic for evaluation as soon as possible. The territory manager was not aware of the conversation between the patient and the implanting clinician. On august 20, 2019, the patient visited the implanting clinician for evaluation. The implanting clinician observed that the implant site appeared irritated, and inflammation was present, and decided to schedule a prophylactic explant procedure. The implanting clinician informed the territory manager of the scheduled procedure following this visit. On (B)(6) 2019, the device was explanted without complications. Cultures were taken from the explanted device and the implant wound. The results from the cultures have not been provided to stimwave. Further review of the patient's post-implant period demonstrated that the patient was not compliant with post-implant instructions. The patient was instructed to refrain from strenuous activities due to the location of the implanted device, as well as not placing the antenna directly over the implant site as instructed in the user manual (05-00671-1 page 10). It is likely that patient non-compliance with wound care instructions may have caused or contributed to the issue. While cultures of the wound site were collected, it is not known if infection was present. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infections are a known adverse event for the stimq peripheral nerve stimulator system (receiver instructions for use, 05-00669-3, page 14) and is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device or procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to patient non-compliance. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from august 20, 2019, onward regarding the complaint and the root cause investigation. The source of the issue is attributed to patient non-compliance. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on september 18, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a potential infection reported to stimwave on august 20, 2019.